Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a large seroma. The paddle incision was tunneling and refused to heal properly. In turn, surgical intervention was undertaken the week of (B)(6) 2021 (exact date unknown) wherein a wound revision was performed. Postoperatively, the patient is healing.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.